Event description:
The customer noted a critical failure of the codemaster xl+where the female input of the ECG connector was noted broken. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.